Event description:
The hospital reported that during a case, the dissection tip would not screw on the scope. Another scope was used to complete the case. No patient problems were reported. The scope was returned back to cardiac surgery for further investigation for dissection tip failure on 10/24/2006, and it was noticed that the distal window was cracked. Cracked lens is a reportable malfunction.

Manufacturer narrative:
Investigation results: the investigation shows a bent tip at the scope's distal end, which prevents the dissection tip to screw on. The complaint is confirmed. Visual inspection also shows 2 cracks.